Manufacturer narrative:
Concomitant products: phaseal; 10ml bd syringe (B)(4), lot 6217633, exp 2019-07-31; 0.9% sodium chloride injection; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a syringe with cytarabine was leaking out of the cracked tubing while connected to a patient. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed, but only when the female luer and male luer of the extension set and smartsite were not completely fastened. When completely fastened, the set performed as intended. Visual inspection observed no anomalies. Leak testing was performed; no leaks were found, until the female luer was completely unfastened. Dimensional testing performed showed that the male luer tips were within the required specifications. The root cause of the crack and leak was not identified.